Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)applies to the two leads.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that their leads were crossed. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the representative. It was reported that the patient wanted to deal with t heir other medical issues before discussing anything with the physician or getting anything replaced. Additional information was received from the consumer and the representative. It was reported that the patient had an x-ray for an unrelated issue and the technician said their leads needed to be fixed. It was also noted the patient was not getting optimal coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.